Event description:
The initial report of tip break occurred during cleaning and was known to the physician, therefore was not reported. However, the finding of a circumferential fracture found during analysis is why the MFR is filing this report.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that there was a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone was found. The fiber, proximal to the fracture, can rotate independently of the metal cap. Circumferential fractures of the glass cap may lead to a forward firing condition, an identified potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomically/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. (B)(4).